Event description:
It was reported that the nail broke after the partial fell. The pt sustained a new fracture of femur at the height of the bore-hole for the lag screw. Also, the original fracture has not healed. Revision surgery was performed. No adverse consequences or surgical delays were reported.